Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician noted a strange noise when the device delivered atp therapies for vt episodes. The lead was suspected to be damaged. Further testing and a lead replacement were recommended. The patient was stable and was scheduled for another follow-up in may. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead exhibited variable impedance. Noise was unable to replicate with arms movements and pocket manipulation test. Programming changes were made.